Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check while on a patient, the cs300 intra-aortic balloon pump (iabp) units battery switch test failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate. The fse rectified that the reported issue was not a battery switch failure, it was instead a battery run time failure. The fse found that the power switch at the power supply had been inadvertently switched off, causing the batteries not to charge. To fix the issue, the fse replaced the battery, sealed lead acid,12v, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use while on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a battery switch test failure. There was no patient harm reported.